Event description:
It was reported that the physician could not get rid of the far field r-waves. Reprogramming of the device was discussed with technical assistance. The physician was going to device which plan of reprogramming to attempt. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.